Manufacturer narrative:
Investigation results were made available. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e alloclassic stems) are marketed in USA, and therefore this report was filed. DHR review results: the DHR check could not be performed as the lot number was not available. Trend analysis: no trend identified. Compatibility check: the compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of reported event: it was reported that a (B)(6) male patient had a fatigue breakage of the femoral stem after 5 years in-vivo. The stem is still in patient. Originally the same proximal product was removed 5 years ago due to wear and loosening of the proximal part. Review of x-rays: (B)(6) 2010: a-p pelvis: the x-ray shows the previous pfm system with a proximal part detached from the connection pin and tilted towards medial. The greater trochanter and a bone scissure on the lateral side at the level of the middle of the distal stem part are fixed with totally 3 cable wires. (B)(6) 2010: a-p pelvis: the x-ray shows the post-implantation situation with the new customized proximal pfm stem part. It can be assumed that the distal stem part is the same as before (this product stopped selling in 2009 and a customized product was delivered). Compared to the previous x-ray a bone scissure at the level of the taper connection can be seen on the lateral side. 2 additional cables wires are attached to the proximal femur. One of the older cable wires around the distal stem part is ruptured. (B)(6) 2010: a-p pelvis: both bone scissures on the lateral side have healed. The pfm stem system is well seated with no signs of loosening. (B)(6) 2011: a-p pelvis: no conspicuous changes to the previous x-ray. (B)(6) 2015: the proximal pfm part is tilted towards medial. However, the connection pin remained intact with no signs of breakage or tilting. This indicates that the proximal stem part is detached from the distal one. Review of implantation report: indication: during a 5 year routine inspection a tilting of proximal stem part has been noticed. Procedure: ext. Trochanteric osteotomy; the conical counter screw is detached from the connection pin and the inner hole of the proximal stem part is abraded into an oval form. The connection pin is still intact. Cleaning of the metal debris and implantation of a new customized proximal pfm part. During impaction the proximal stem part touches the distal one. Thus the surgeon is not able to check the primary stability of the taper connection. Refixation of the bone fragments with cable wires. Root cause analysis possible causes for the reported event according to sap dfmea and comparison to investigation results whether it is possible and justification: - fracture of implant -> due to insufficient fatigue strength of material and design. Not possible -> investigation on other pfm stems did not confirm any issue related to a failure. - fracture of implant -> due to damage of material / implant (cracks, deformation) due to impaction load / torque while assembling (impaction). Possible -> the products were not returned for investigation. (Still implanted) in addition, no surgical report for the implantation was received. - failure / fracture of implant or connection -> due to mechanical properties of the material different from specified properties (quality requirements). Possible -> DHR check was not performed as the lot number of the product is not known. - fracture of implant -> due to micro cracks due to laser marking in high stressed implant areas. Not possible -> a systemic issue with design and/or material properties would have been detected within the annual complaint summary. - fracture / damage /loosening of implant -> due to wrong behavior of patient, high patient activity, patient disregards limits of the device. Possible -> as the patient activity level is medium - fracture of implant -> due to insufficient material resistance leading to general corrosion (crevice, pitting, galvanic). Not possible -> material compatibility is validated according to the material compatibility specification sap - failure of connection between proximal and distal part and conical nut , fracture of component, foreign body reaction -> due to inadequate material pairing between proximal and distal part leading to corrosion and release of corrosion products. Not possible -> material compatibility is validated according to the material compatibility specification sap - failure of connection between taper on the proximal part and ball head, fracture of component, foreign body reaction -> due to inadequate material pairing between taper on the proximal part and ball head leading to corrosion and release of corrosion products. Not possible -> material compatibility is validated according to the material compatibility specification. - fracture of implant -> due to damage of stem during implantation. Possible -> it is stated that the distal part was not revised during implantation of the new proximal part. Therefore, an initial damage of the connection pin cannot be excluded. - failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles -> due to wear between connecting pin and proximal part due to bone (third body wear). Possible -> no product was returned for the investigation (still implanted). - failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles -> due to wear between taper on the proximal part and ball head due to bone (third body wear). Possible -> no product was returned for the investigation (still implanted). - loosening or fracture of components -> due to patient with high body weight leading to increased wear. Possible -> patient weight is (B)(6) - loosening or fracture of implant -> due to insufficient bony support of implant. Possible -> no product was returned for the investigation (still implanted) based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. X-ray pictures were received and will be reviewed within the investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4). Still implanted

Event description:
It was reported that the patient was implanted an unknown hip stem (custom-made product) on (B)(6) 2010. It was reported that a fatigue fracture occurred. The stem is still implanted and a revision surgery is planned.